Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer as reflected on b5 and the legal manufacturer's final investigation. Please see updates to the following fields: b2, b5, d4, d10, e2, e3, g2, g4, h6. The subject device was discarded and not returned to olympus. Therefore, the allegation could not be confirmed. The device was/could be the cause of the reported incident. The lot number was not provided, and the manufacturer date could not be identified since the subject device was not returned. Since the lot number of the subject device was unknown, the device history record (DHR) for over the past year prior to the notification date was inspected. There were no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was released in accordance with the specifications. The instructions for use indicated the following warning: ·never tie the elastic opening of both sides of the balloon with a thread. This may cause the balloon to rupture or detach from the distal end of the endoscope when inflating it and could result in patient injury. ·never inflate the balloon to a diameter of more than 20 millimeters when using the endoscope in the trachea. This could result in suffocation of the patient. ·never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or detach from the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-7b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. ·when withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasonic image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. ·always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. ·deflate the balloon before withdrawing the endoscope from the patient. Withdrawing the endoscope while the balloon is inflated could result in patient injury. The root cause of the balloon detachment could not be identified. However, it can be inferred that the following device handling by the user might have contributed to the event: ·it was possible that the balloons might have not deflated completely when the endoscope was withdrawn from the patient. ·the balloon was not lubricated. Olympus will continue to monitor field performance for this device. This report has been submitted by the importer under this MDR report number (B)(4).

Event description:
Additional information was received from the customer. The customer clarified that the needle was placed through the biopsy valve and upon exiting the channel at the end of the scope, the needle pushed off the endobronchial ultrasound (ebus) balloon during a diagnostic ebus. The balloon was retrieved from the patient's lung, a new balloon was placed, and the procedure was completed with a delay of no more than 30 minutes. No further patient impact was reported. The needles were properly discarded after the case. Initially, it was thought that the pack of balloons was defective.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has been submitted by the importer under this MDR report number 2429304-2023-00208.

Event description:
The customer reported to olympus that the single use aspiration needle na-u401sx refused to come out of the chamber correctly which caused the endobrochial ultrasound (ebus) balloon to come off into the patient's lung during an unknown procedure. This reportedly caused additional time and work. Additional information has been requested but no further information was obtained. This event is reported under the following related patient identifiers: (B)(6) - needle with unknown model number. (B)(6) - bronchovideoscope with unknown model number. (B)(6) - balloon with unknown model number. This medwatch report is for (B)(6).